Manufacturer narrative:
.

Event description:
It has been reported that during a patient use event, after two shocks, the device showed a red "x." The user completed a battery insertion test and the device passed a self test. The patient survived.

Manufacturer narrative:
(B)(4).